Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -15.0/1.0/085 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation. On (B)(6) 2023, the lens was exchanged with a same length but spherical lens and this resolved the problem. The cause of the event was reported as unknown. It was additionally noted "after the operation, the crystal rotates, and the position is not fixed with time. So the surgeon decided to take out ticl crystal and replace it with icl crystal. After replacement, the vision was 20/20, the intraocular pressure was 22mmhg, and the arch height of the crystal was 0.8ct."

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).